Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned insert by a depuy (B)(4) polymer research scientist confirmed the wear. Tilted alignment may contribute to the preferential loading of the implant thus the possible cause of the high material loss. Review of the device history records did not reveal any deviation from the material specification. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening and subsidence of the talar component, poly wear, and osteolysis.